Event description:
It was reported that there was event with a broncho-fiberscope. According to the information received, edges of the metallic tip of the scope are very sharp which are resulting in injury to patients. Information about patients health was not provided. Additional information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. After evaluation, we confirmed that the device was manufactured within our specification. Furthermore, there is no indication for a material or manufacturing related issue found during the investigation and there have been no similar complaints from the rest of the world in the past 48 months. The event is filed under internal karl storz complaint ID (B)(4).